Manufacturer narrative:
Date of report: 09/24/2018. Date of manufacturer 08/16/2018. The field service engineer (fse) evaluated the device and verified the reported condition. The man machine interface board (mmi) was replaced to address the issue. The ventilator was repaired and returned to service.

Manufacturer narrative:
On (B)(6) 2018: (B)(4).

Event description:
The customer reported that the touchscreen was unresponsive. There was no patient involvement.